Event description:
The practitioner was setting up the machine for an extracorporeal photopheresis (ecp) procedure. During priming of the cell ex instrument, there were two prime ten alarms that nurse was unable to clear. Therakos was contacted, and the kit was aborted and sent back to therakos. The machine was primed with another kit with no further alarms noted.